Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was an unexplained pump reboot observed in the black box on (B)(4) 2014 at 21:35; when the pump was powered back on the date was set correctly, but the time was incorrectly set to 09:46. The pump continued to run on the incorrect time until the end of pump use. The battery and cartridge caps were not returned, so test caps were used for the investigation. The pump completed a 24 hour duration test with no errors, alarms, or warnings emitted during testing. The total daily doses correctly added up and reflected the users programmed basal rate. The pump passed a delivery accuracy test and was found to be delivering within required specification and delivering accurately. The original complaint could not be confirmed or duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 44 mg/dl with blurred vision and unsteadiness when standing and walking. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that there were no recent changes made to the pump settings by the patient healthcare provider. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. It was determined by cts, that a change in nutrition and change in physical activity level without adjustments to their insulin regimen contributed to the decrease in the patient¿s bg. It was also determined that the basal/temporary basal settings were incorrectly programmed in the pump. This complaint is being reported because the patient allegedly experienced hypoglycemia of unclear cause while using insulin pump therapy.